Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 8fr, heart pump: impella, stent: 4.0x28 xience sierra . The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina, death, thrombosis, and cardiac arrest are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat lesions in the proximal left circumflex, left main, left anterior descending (lad) and ramus coronary arteries. The procedure was an impella (heart pump) supported intervention with the impella advanced through the right groin. An 8fr sheath was used in the left groin. The circumflex artery was pre-dilated and the 4.0x28 xience sierra stent was placed in the left main to the proximal left circumflex successfully. The area was re-wired and pre-dilated to treat the ramus and lad and the 2.25x18 xience sierra stent could not cross the lesion due to the anatomy. The 2.5x12 mm xience sierra stent was placed into the lad and t stented. The ramus could not be dilated so it was left alone. Everything looked fine following the coronary intervention. The right groin was closed with no issues. A non-abbott device was used for the left groin but would not take and pressure had to be held. They tried to go radially to gain access with a guide catheter but could not gain access. Heparin was now reversed with protamine, and the patient had not yet been given brilinta. After holding pressure the left groin was now fine and they pulled the venous sheath. About an hour after the procedure, the patient experienced chest pain, EKG changes and angiography showed that the xience sierra stent located in the lad had thrombosed. Access for impella support could not be gained again so the thrombosis could not be treated. Angiography showed the lad had gone down as well as an unstented area in the ramus artery, causing cardiac arrest. The patient passed. No additional information was provided.